Event description:
The complainant reported that an impella cp device was used in a male patient who presented with swelling of both lower extremities and shortness of breath during exertion. An ultrasound examination of the heart performed at an outside facility showed a reduced ejection fraction of twenty percent. The impella device was inserted using best practice techniques. The peel-away sheath was removed, and the repositioning sheath was secured with sutures and adhesive dressings. A pulmonary artery catheter was placed through the right femoral vein. A knee immobilizer was applied, and the patient was transferred to the medical intensive care unit in stable condition.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.